Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
As initially reported by a health care professional stated that the consumer experienced corneal ulcer after wearing the trial contact lenses. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).